Manufacturer narrative:
This report is submitted on 19 june 2020.

Event description:
Per the clinic, the patient experienced abscess at implant site and subsequently was hospitalised on (B)(6) 2020. The patient underwent a procedure to drain the abscess. The implanted device remains.

Manufacturer narrative:
This report is submitted 16 july 2020.

Event description:
It was reported that the patient was treated with IV antibiotics whilst hospitalised and discharged with antibiotics. The issue has resolved.